Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external leak occurred on an unspecified prismaflex set due to a crack in the ¿one way valve¿. During hemodialysis therapy, a check syringe line would not allow the user to continue. The nurse switched out the syringe, disconnected the one-way valve and flushed with a normal saline syringe. The user observed a crack in the one-way valve due to ¿fluid is spraying from all directions¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.